Event description:
Had a hysterectomy at age 33 due to essure. I was always in suffering very painful periods, painful sex, headaches, left leg pain, body rashes since the doctor took essure out I feel much better no more pain thank god.